Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE PYXIS WENT BLACK AND POWER TURNED OFF. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING THE MEDICATIONS TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED DUE TO THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the pyxis went black and power turned off.The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that the reported station unable to power on/offline condition was caused by physical damage to the Pyxibus cable (b)(4). Friction from a sharp drawer back-panel edge damaged the cable insulation, exposing copper conductors and resulting in a short circuit and thermal damage, which compromised system functionality and prevented the station from powering on.There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on Correction: Section D Unique Identifier (UDI)PART ANALYSIS:The reported condition of "Station unable to power ON / RSS is Offline" was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the FSE according to WO 02017508, who detected that the Pyxibus cable in the auxiliary cabinet was damaged. So replaced the cable and station powered up. Customer was able to sign into the station and access medications. All tested good.During DCHU Visual Inspection(b)(4): A detailed examination under a microscope was performed to visualize the black marks and the copper strands exposed which is indicative of a thermal event.During DCHU Testing:(b)(4): Testing was not required due to thermal damage and exposed copper strands observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is the friction of the sharp edge of a drawer back panel on the cable shielding, which exposed the copper wires and caused a short leading to the observed thermal damage that compromised the drawer's functionality.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 31-MAY-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THIS INCIDENT, IT WAS DETERMINED THAT THE STATION WAS FAILED TO TURN ON AND THE REMOTE SUPPORT SERVICE (RSS) WAS IN OFFLINE STATUS. A FIELD SERVICE ENGINEER (FSE) DISCONNECTED ALL AUXILIARY CABINETS AND POWERED ON THE STATION, WHICH SUCCESSFULLY RECEIVED POWER. THE FSE THEN RECONNECTED EACH CABINET ONE AT A TIME, TESTING POWER AFTER EACH CONNECTION. DURING THIS PROCESS, A DAMAGED PYXIBUS CABLE IN ONE OF THE AUXILIARY CABINETS WAS IDENTIFIED AS THE ISSUE. THE CABLE WAS REPLACED, AND THE STATION POWERED UP WITHOUT FURTHER PROBLEMS. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE PYXIS WENT BLACK AND POWER TURNED OFF. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING THE MEDICATIONS TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED DUE TO THIS EVENT.